Manufacturer narrative:
The customer¿s report an over infusion of propofol was not confirmed. Review of the event logs determined there were no activities recorded for the reported date and time; however, a similar infusion occurred on (B)(6) 2017. At 5:20 pm on (B)(6) 2017 a previous infusion of propofol was restored at 50mcg/kg/min (calculated rate of 27.36 ml/hr). At 5:23 pm the dose was changed to 100mcg/kg/min (calculated rate of 54.72ml/hr). At 5:31 the device alarmed for air in line and was channeled off. Functional testing found the pump module delivering fluid within specification. No leaks were observed on the returned primary administration set. The root cause of the reported over infusion of propofol was not determined.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that 100ml of propofol was programmed to infuse at 54 ml/hr (100 mcg/kg/min) however after approximately 15 minutes the pump alarmed for air in line and the bag was noted to be empty. They also stated that the pump settings were checked by two other rns with no discrepancy found. There was no patient harm.